Event description:
It was reported that the non-boston scientific right ventricular (rv) lead was struck in the momentum device header. The local area field representative was contacted for additional information, however at this time no further information is available. At this time, it is unknown if the device remains in service. No adverse patient effects were reported.